Manufacturer narrative:
Controller ((B)(4)) - log file analysis review date: august 26, 2015. Data through (B)(6) 2015. Normal power consumption. 2 high watt alarms have been logged on (B)(6) 2015. The high watt alarm limit is currently set to 5.0 w. A -3 electrical fault alarms have been logged on (B)(6)2015. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. An electrical fault is a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the hvad® pump motor, driveline and connector, or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the hvad® pump will be running on a single stator and will consume slightly more power. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02119 and 3007042319-2015-02120) submitted for devices related to the same event. Evaluation in progress.

Event description:
It was reported per the vad coordinator that the patient had experienced a sudden onset electrical fault alarms and high power watt alarms. Patient had called the ambulance and arrived in hospital. Patient was admitted to ICU. Site elected to change the controller prior to contacting the manufacturer. Driveline connector and the controller were noted to have contamination. Log files sent which confirmed alarms. Site was instructed not to change controller in future events without notifying the manufacturer. Manufacturer's clinical engineer (ce) on site, gross contamination on the inner rim of the connector and congregation of material on pins a & b. No complications during procedure. Cleaning procedure completed twice. Pump off time was 1 minute and 46 seconds and 1 minute and 52 seconds consecutively. Incorporated a brush on 2nd cleaning cycle to remove stubborn foreign material on the rim, proximal to pin a & b. No other information was provided. The primary controller was cleaned first while the back-up controller was connected. Per the site, patient tolerated cleaning well. No further information is available.

Manufacturer narrative:
Additional information - the site had no information on past medical history. The diagnosis of stroke was not confirmed. CT scan of head with no changes noted on (B)(6) 2015. No seizure activity on eeg on (B)(6) 2015. As of (B)(6) 2016, the patient is still in the intensive care unit doing well neurologically. The patient has no residual neurological deficit and reportedly had full recovery. The medical team deemed this as not related to device and could not say it was not related to the procedure with 100% certainty. The future plan is to discharge the patient to rehabilitation facility to wean off the tracheal tube. Most likely cause is the vad implant surgical procedure itself rather than the device use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.